Event description:
It was reported when using an ultrasonic scalpel, "when the device was put in the patient, just behind the teflon tip, there's residue." No adverse events were reported by the user facility.

Manufacturer narrative:
At the time of this report an investigation has not yet been completed. Once an investigation is completed a supplemental MDR will be submitted.

Event description:
It was reported when using an ultrasonic scalpel, "when the device was put in the patient, just behind the teflon tip, there's residue." No adverse events were reported by the user facility.

Manufacturer narrative:
Investigation of the returned device confirmed the presence of foreign material. However, results from the material analysis were inconclusive due to the sample size of the debris being insufficient. The device had evidence of clinical use. Therefore, it is likely the foreign material came in contact with the device during use. The instructions for use (IFU) states: "inspect the instrument and package before opening. The contents of the package are sterile if the packaging has not been compromised. If the package is damaged or if it was opened and the instrument was not used, return the instrument and package to stryker sustainability solutions." The reported event is not occurring more frequently or with greater severity than is usual for the device.